Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced infusion set tape not sticking issue during therapy event on (B)(6) 2026. The infusion set was in use for two days. No further information available.